Event description:
Additional information received per the medical records indicate that the patient has a history of hypertension, dyslipidemia, thrombocytopenia, barrett¿s esophagus, gastric ulcer and acid reflux. The indication for the filter implant was deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient presented to the emergency room (ER) with shortness of breath and left leg swelling and pain/cramping. Evaluation noted left leg deep vein thrombosis (dvt) of the popliteal vein and bilateral massive pulmonary embolism (pe). The patient was also found to be anemic, and EKG showed sinus tachycardia. During the hospitalization, the patient was also found to have a gastric arteriovenous malformation that was ablated. Approximately one month later the patient presented to the emergency room (ER) with complaints of slurred speech (dysarthria) after eating spicy food. Evaluation found no acute intracranial abnormality and the patient was discharged the following day. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts into organs (mesenteric perforation). The patient became aware of the reported event approximately thirteen years and ten months post implant. The patient also reported shortness of breath and fast heart beat after moderate exertion, swelling of left lower leg since filter was implanted, blood clots occurred twice (once before and once after implant) and anxiety related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, b3, b4, b5, b7, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused 3 mm mesenteric perforation. The patient reported becoming aware of the event approximately thirteen years and ten months post implant. The patient also reported shortness of breath and fast heartbeat after moderate exertion, swelling of left lower leg since filter was implanted, blood clots occurred twice (once before and once after implant) and anxiety related to the filter. According to the medical records the patient had a history of hypertension, dyslipidemia, thrombocytopenia, barrett¿s esophagus, gastric ulcer and acid reflux. The indication for the filter implant was deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient presented to the emergency room (ER) with shortness of breath and left leg swelling and pain/cramping. Evaluation noted left leg dvt of the popliteal vein and bilateral massive pe. The patient was also found to be anemic, an EKG showed sinus tachycardia. During the hospitalization, the patient was also found to have a gastric arteriovenous malformation that was ablated. Approximately one month later the patient presented to the emergency room (ER) with complaints of slurred speech (dysarthria) after eating spicy food. Evaluation found no acute intracranial abnormality and the patient was discharged the following day. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Elevated heart rate and shortness of breath with moderate exercise is dependent on body habitus, medical history and physical condition. These events and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused 3 mm mesenteric perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to 3 mm mesenteric perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.